Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s.(B)(4). Device evaluation pending.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -9.5/+2.5/0.96 diopter, into the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2016, the patient reported excessive vaulting, significant reduction of irido-corneal angles, corneal decompensation, pigment dispersion, and elevated iop. On (B)(6) 2016 the lens was explanted. As of the date of MDR submission lens has been returned but not yet evaluated.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens. Dimensional inspection found lens was within specification. Work order search: no similar complaints were reported for units within the same lot. (B)(4). Corrected data: the reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens, -9.5/+2.5/096 diopter, into the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2016, the patient reported excessive vaulting, significant reduction of irido-corneal angles, corneal decompensation, pigment dispersion, and corneal edema. On (B)(6) 2016 the lens was explanted. (B)(4). Claim # (B)(4).